Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to pace. Complainant indicated that the clinician turned the device off/on to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and b7. Evaluation: the device and multifunction cable were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including pace testing and bench handling without duplicating the report. The device was recertified and returned to the customer. The logs available for review were unable to confirm if capture was able to be obtained during a clinical event. There is evidence of troubleshooting, however, there is no evidence of a power cycle during a pacing event. All pacing events are either recording 0 ma current or are surrounded by pd core warning 247 messages; indicating the device is unable to recognize a valid patient impedance via pads. There is no indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician turned the device off/on to continue treating the patient. Complainant indicated that the patient subsequently expired.